Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6) regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2006 due to instability.

Manufacturer narrative:
Third party analysis was conducted. A single x-ray was provided, but it originates from after the reported revision surgery. Consequently, it is impossible to render an opinion on the positioning of the hip system (i.e. Acetabular system and hip stem). Due to the insufficient data provided by the hospital it is not possible to render an opinion on the cause of the reported instability which lead to the reported revision surgery. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers (B)(4) and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.